Event description:
Report received from the end user stated that they have developed a rash to the skin under the lower left hand portion of the skin barrier tape collar only. Reviewed the crusting technique and samples were sent. Advised the end user to follow up with their health care provider if there is no improvement. The pts subsequent outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be field on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized 05/2011. The data presented is from three different product applications. The report states that there are no significant trends.